Manufacturer narrative:
Section b5 describe event or problem event description has been updated.

Event description:
It was reported that the deep brain stimulation (dbs) patient had trouble fully charging their sub clavicular implantable pulse generator (ipg), resulting in frequent charging attempts. Additional training and charging cycles were performed but did not resolve the issue. Data log analysis identified high impedance on one contact, frequent charging cycles, and consistent interruption of charging at 3.8v. Analysis also showed interruptions and low charge current, suggesting suboptimal charger to ipg alignment, a potential charger malfunction, or activation of the thermistor during charging. Engineering was unable to determine a definitive root cause. They recommended that the patient allow the ipg to discharge below 3.8v and then perform a two hour charge cycle until the double beep confirmation is reached. The patient was admitted for further evaluation and remains under the care of their physician. The ipg remains implanted, and no stimulation issues have been reported. Additional information received confirmed no surgical or medical intervention was performed during hospitalization and charging issues have been resolved through additional training.

Event description:
It was reported that the deep brain stimulation (dbs) patient had trouble fully charging their sub clavicular implantable pulse generator (ipg), resulting in frequent charging attempts. Additional training and charging cycles were performed but did not resolve the issue. Data log analysis identified high impedance on one contact, frequent charging cycles, and consistent interruption of charging at 3.8v. Analysis also showed interruptions and low charge current, suggesting suboptimal charger to ipg alignment, a potential charger malfunction, or activation of the thermistor during charging. Engineering was unable to determine a definitive root cause. They recommended that the patient allow the ipg to discharge below 3.8v and then perform a two hour charge cycle until the double beep confirmation is reached. The patient was admitted for further evaluation and remains under the care of their physician. The ipg remains implanted, and no stimulation issues have been reported.

Manufacturer narrative:
Good faith effort attempts were made to try and retrieve additional details regarding the reported event, but further information was unable to be obtained. Section b3: exact date unknown, event occurred in july2021.